Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the reported leadperforation. A lead tip stiffness test was performed and was found to be within specification. The electrical characteristics of the lead were found to be normal mechanical and visual analysis found the helix and thedistal coil clogged with body fluid/tissue, preventing it from extending. After deconstructive analysis and cleaning, the helix was found to function normally.

Event description:
Patient presented to the ER complaining of chest pain. The r-waves amplitude had decreased and no pacing was observed at maximum output. Chest x-ray did not conclusively show lead movement. The physician suspected amicro-perforation. As such, the lead was explanted and replaced.